Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.